Event description:
This event was captured based on literature review. It was reported that a single-center retrospective study identified a total of 264 consecutive patients with bare metal stent (bms) in-stent restenosis (isr), of which 75 received unspecified xience v stents between june 2003 and june 2009. Clinical outcomes were as follows: 13.3% target lesion revascularization (tlr) via percutaneous coronary intervention (pci); 1.3% target lesion revascularization (tlr) via coronary artery bypass grafting (CABG); 16% target vessel revascularization; 6.6% myocardial infarction; 5.3% cardiovascular death; 2.6% non-cardiovascular death; 26.6% major adverse cardiovascular event (including tlr/tvr, CABG, nonfatal mi, cardiovascular death); no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication. Date of implant estimated. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the study identified a total of 264 consecutive patients with bare metal stent in-stent restenosis, that were treated with xience v stents. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, the IFU deviation does not appear to have caused or contributed to the reported patient effects. The additional adverse patient effects referenced are being filed under a separate medwatch report number.